Event description:
The hygientist was positioning the x-ray unit to a patient to take an x-ray. While the scissor arm was extended, the wall mount of the unit broke loose and the unit fell off the wall.

Manufacturer narrative:
There was no user or patient injury with this event. A visual inspection was performed onsite by a dealer service technician. The operator had the arm fully extended when the wall mount of the master control housing broke loose from the wall. The housing was cracked at the upper lag leaving the upper and lower lag screws and the upper left additional screw in the wall. The right additional screw was missing. The housing and power supply board were damaged from the fall. The unit has been repaired.